Event description:
It was reported that the cartridges dislodged from the pump due to an damage to pump housing. The customer reverted to alternate therapy for diabetes management. The customer's blood glucose level was 170 mg/dl..

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.